Event description:
It was reported that the customer went to the emergency room for diabetes ketoacidosis, high ketones, and a blood glucose level of 409 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. The customer received multiple no delivery alarms from her insulin pump. Standard troubleshooting was performed. The insulin pump functioned according to specification. The product was returned. Nothing further was reported.

Manufacturer narrative:
.